Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the high voltage cables and tested the camera rotation. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the collimator would not function properly on the 9800 sys. No pt injury was reported.